Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed bedsores on her back from the lifevest. The patient's nurse reported that the patient didn't change her garment as recommended and the garment was very dirty with a bad odor. The nurse reported that the bedsores broke open and were oozing. The patient followed up with a wound care doctor who dressed and treated the wound. The patient was reported to be thin and frail with a history of sensitive skin. There was no alleged device malfunction contributing to the irritation. Follow up indicated that the skin irritation has improved.